Manufacturer narrative:
Post market vigilance (pmv) led a photographic evaluation of two photographs of a device. The visual inspection noted: the first photo depicts the device with the obturator shaft inserted into the device and disengaged obturator top. The second photo depicts only a portion of the photo. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the broken obturator top may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a laparoscopy, the nurse found the broken trocar when she was preparing for surgery. It was the blue head of the seal which had been discontinued. They opened a new trocar to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned device noted the obturator top was disengaged. The obturator was received inserted in to the cannula, prolonged insertion can cause the envelope seal to become stretched. The device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken obturator top may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.